Event description:
The account alleged that the mattress had fluid ingress and that the fire barrier was stained. The mattress ticking however had no sign of staining on the outer cover. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.